Manufacturer narrative:
The pump was received with a frozen display during start up due to a problem with the mother board. Unable to verify any alarms or the pump resetting issue due to the frozen display. The pump also had minor scratches on the lcd window, a scratched reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).